Event description:
The user's hearing performance with the device is affected. Affected channels were noticed during a check-up. The user had a incident in the week from the (B)(6) 2022, the user's left molar cracked which required surgery. The user is scheduled to have revision surgery on (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Device investigation revealed damage to the active electrode likely caused by an external mechanical impact. Other mechanical damages are attributable to the removal surgery. The investigation findings go in line with the reported problem. This is a final report.

Event description:
The user's hearing performance with the device is affected. Affected channels were noticed during a check-up. The user was reimplanted on (B)(6) 2022.